Event description:
It was reported that during the procedure, a 2.0x20 mini trek otw balloon dilatation catheter was advanced into a non-abbott guiding catheter and over a non-abbott guide wire, without resistance felt, to a chronic total occlusion in the right coronary artery. The mini trek balloon was inflated to 8 atmospheres (atm). While still inflated to 8 atm, when attempting to withdraw the guide wire to exchange it for a softer guide wire, the guide wire became stuck inside of the mini trek guide wire lumen (the guide wire could not be advanced or retracted within the mini trek) and the guiding catheter lunged forward, causing a vessel dissection. The dissection was not treated, as it reportedly self-resolved. The mini trek balloon was completely deflated without issue and was removed with the non-abbott guide wire as a single unit without resistance. Dilatation was considered completed with the mini trek. The patient is stable and there were no adverse patient sequelae. However, a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: guide wire: cordis shinobi. Guide cath: 6 fr. Medtronic. Failure to follow steps/instructions. The device was returned for evaluation and the reported resistance was confirmed. Based on visual analysis, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. While still inflated to 8 atm, when attempting to withdraw the guide wire to exchange it for a softer guide wire, the guide wire became stuck inside of the mini trek guide wire lumen and the guiding catheter lunged forward, causing a vessel dissection. The dissection was not treated, as it reportedly self-resolved. However, there was a delay in the procedure due to the difficulties. It should be noted that the instructions for use warns: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Based on the information reviewed, there is no indication of a product deficiency.